Manufacturer narrative:
Event occurred on an unknown date in 2020. Investigation summary: investigation flow: damage. Visual inspection: the cranial-scr plusdrive ø1.6 self-drill l4 (p/n: 400.834s, lot #: 4l11071) was returned and received. Upon visual inspection, the cross-slot feature was found to be visibly damaged amongst returned screws. The cross-slot feature may impact functionality with the mating screwdriver but does not directly affect material strength. Due to the severe cross slot damage, it appears there was an issue with the insertion of the screws. No other issues were identified with the returned device. Device failure/defect identified? Yes. Dimensional inspection: no dimensional inspection can be performed due to post-manufacturing damage. Document/specification review based on the date of manufacture, the current and manufactured revision of drawings were reviewed and no issues related to design and manufacturing were observed. Complaint confirmed? No. Investigation conclusion the broken complaint condition was not confirmed for the cranial-scr plusdrive ø1.6 self-drill l4 (p/n: 400.834s, lot #: 4l11071). During the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition. The investigation found no evidence of a manufacturing defect or raw material issue. A root cause could not be determined during an investigation; however, it is possible the damage could be attributed to unintended forces applied to the device. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: DHR for sterilization only part: 400.834s lot: 4l11071 manufacturing site: (B)(4). Release to warehouse date: april 4, 2019. Expiry date: march 1, 2029. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Nonsterile part 400.834.05 / h832931. Manufacturing location: (B)(4). Manufacturing date: february 20, 2019. Part number: 400.834, ti low profile neuro screw self-drilling 4mm. Lot number: h832931 (non-sterile). Four pieces were scrapped in cell at op #80, m-line export pack/label, for being an excess packaging quantity. Work order traveler met all inspection acceptance criteria apart from the four pieces noted. Inspection sheet, inspect dimensional, ns026484 rev aj met all inspection acceptance criteria. Packaging label logs (pll) lmd rev ab was reviewed and determined to be conforming. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Component part(s) reviewed: part number:21015, tialnbr14.00. Lot number: h692284. Certified test report supplied by (B)(4) company dated (B)(6) 2018 was reviewed and determined to be conforming. Lot summary report dated (B)(6) 2018 met all inspection acceptance criteria. Raw material receiving/putaway checklist met all inspection acceptance criteria. Device history review: (B)(6) 2020: DHR reviewed by: mschoenfeld this lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on an unknown date in 2020 during a closed cranial surgery, screws were broken. The surgery was completed with other screws. There was no patient consequence. No additional information could be provided. This report is for one (1) ti low profile neuro screw self-drilling 4mm. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H11: corrected data: g4: awareness date reported on initial report as june 29, 2020 but should have been august 06, 2020. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.